Event description:
It was reported that the patient was hospitalized with hyperglycemia on (B)(6) 2025. The patient¿s blood glucose levels rose to greater than 525 mg/dl while wearing the pod on the leg for an unknown duration. The patient reported elevated blood glucose levels. Reported symptoms included hyperglycemia and feeling unwell. The patient also described ongoing health complications, including cognitive deterioration, muscular and cardiac symptoms, cardiomegaly, edema, leg pain, torn tendons in both arms, decreased bone density, and a spinal fracture. The patient further reported that their hemoglobin a1c increased to 12.8 during this period. Additionally, the patient reported instances of pod leakage (insulin and/or blood), including one severe event where pod insertion resulted in extreme arm pain, possibly involving tendon or muscle injury. The patient was diagnosed with atypical chest pain and hyperglycemia. Details regarding treatment and discharge date were not recalled by the patient.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.